Event description:
It was reported that the patient was unable to enter MRI mode, and the patient has a history of falls. Upon further investigation, the patient's system diagnostics recorded high impedances on the lead, and as a result the patient was experiencing ineffective stimulation. Surgical intervention may take place at future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5104538.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5104538.

Manufacturer narrative:
Product problem should have not been selected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information was received stating that the patient was experiencing pocket discomfort at the ipg site. Surgical intervention took place where the ipg and lead was explanted and replaced to address the issue. Effective stimulation was restored.